Event description:
It was reported that during implant, the ventricular lead would not insert into the device header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of being unable to fully insert the rv lead into the header was reproduced in the laboratory and was caused by the ventricular set screw partially protruding into the connector bore. Once the set screw was backed out, the test lead inserted normally and secured tightly. The lead bore dimensions were measured and found to be within product specification.